Event description:
It was reported by the patient's spouse that the patient had a severe adams-stokes attack after riding in a car with an electronic system that allows to open doors by only coming nearby the car. The patient's spouse questioned if the car mechanism could be the reason for the attack. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 407458 lead implanted: unknown. (B)(4).